Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the manufacturer representative (rep) that the patient was receiving uncomfortable stomach stimulation following a fall. Reprogramming and an impedance check occurred. A fluoroscopy was taken and showed the paddle had moved to the left. The patient was referred back to the surgeon. The issue was not resolved at the time of the report. The patient was alive with no injury. It was unknown if a surgical intervention had occurred; the patient was referred for a consultation. Relevant medical history included spinal pain. No follow-up was required.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the manufacturer representative (rep) reported that the surgeon attempted a revision of the paddle lead but the lead would not move, so no revision was possible. The surgeon removed the generator and left the paddle lead in place.